Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). The medical facility in (B)(6) involved in this report is listed. The contact details for the cook facility in (B)(4) are: (B)(4). Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause of the reported observation could not be determined. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a root cause has not yet been determine for this type of failure. A root cause analysis will be performed as part of our corrective action. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Correction action: a corrective action has been initiated to reduce occurrence of blue hook detachment. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the cook area representative in (B)(4), indicated an educational session was performed with the user at the time of this complaint. The session was held to promote proper loading practices and to promote understanding related to appropriate usage of this product.

Event description:
The following info was provided by the user to the cook area representative in (B)(4): during loading of the mbl onto the endoscope, the blue hook broke and stayed in the handle. The doctor made he hook fall out on the tale and used the hook on the opposite side of the loading catheter. The ligation itself was good. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any additional procedure due to this occurrence. According to the initial report, the pt did not experience any adverse effects due to this occurrence.